Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a patient with tags near the hinge during a laser treatment. The tags are consistently in the same location. The surgeon noted being happy with the patients corneal beds but is concerned with ingrowth. Upon follow up, a technician was able to obtain medical records for seven patients that had loose epithelium or epithelial defects. There are multiple patients for this reported event. This report addresses patient five of seven.

Manufacturer narrative:
At the visit on site the field service engineer rotated the main deflector 180 degrees and adjusted main deflector alignment. The system was successfully verified according to company specification. The rotation of the main deflector does not represent a device malfunction as the setting was within specification prior and after the service visit. The logfile review could not determine any technical problem. The root cause cannot be determined conclusively. A possible contributing factor might be the previous position of the main deflector which but cannot be confirmed conclusively. (B)(4).

Event description:
Additional information received indicated there were no tags near the hinge as initially reported. The patient did have an epithelial defect which has resolved.